Manufacturer narrative:
Additional information: d9, g3, h6 -one unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. -the returned device was visually inspected and noted damaged/scratches to the casing, damage to the warranty seal though it was not completely broken, and a brown stain on the top front panel as well as on the inside towards the front screen. -the most likely cause for the damaged housing can be attributed to misuse due to use error of dropping the device and/or spilling a liquid in/on the device. -the returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 28 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. -the device was assembled with an ar-6430, lot 40067370, to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. - it was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2021. -refer to investigation photos. -complaint is not confirmed.

Event description:
On 3/5/2024, it was reported by a sales representative via sems-06505541 that an ar-6480 dw arthroscopy pump had an issue. The surgeon said pressure coming from the pump was higher than the 40mmhg setting, resulting in a patient having scrotal edema post-operatively and having to go to the ER. This was the 2nd case of the day; pump inflow was left attached from the previous case, and new patient tubing was attached. The pump was ok in the first case. Nurses reported loading pump tubing properly and did not notice any crimps in the tubing; nurses did not report that the pump was making loud noises indicative of increased flow. This was discovered during a procedure on (B)(6) 2024. Additional information was received on 3/8/2024: this occurred during a knee arthroscopy procedure on (B)(6) 2024. There was no delay in the case, and it was completed. The patient was given a prescription for lasix for diuresis, but the patient was not kept overnight. The current health status was stated as "fine" and "pending resolving of this complication."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.